Event description:
A us distributor contacted zoll to report that a patient experienced four inappropriate defibrillation treatments. Multiple counting contributed to the false detections. The patient was conscious at the time of the event. The patient reports that she did not press the response buttons. A review of the downloaded data confirms the response buttons were not pressed during the entire event. The patient was taken to the hospital for further evaluation.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hospital for further investigation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4): 07/2013 - reuse. Electrode belt (B)(4): 05/2011 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4) clinical trial g960083 ((B)(6) per patient-month with (B)(6) confidence). (B)(4).